Event description:
A discordant result for carcinoembryonic antigen (cea) was obtained on an advia centaur xp instrument. After the monthly cleaning procedure (mcp) patient results were run and reported out. Additionally thcg quality control (qc) was run and was out of range. After additional rinsing all the samples were rerun on the same instrument. Only one discordant result for cea was identified and a corrected report was sent to the physician(s). The patient was waiting for surgery so the corrected result was also reported by phone to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant cea result.

Manufacturer narrative:
The customer called a siemens technical support center (tsc). The tsc identified the cause of the discordant cea result was residual bleach after mcp. Tsc instructed the customer to perform additional rinsing of the instrument. The tsc recommended for qc always to be run after mcp. A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and database. The fse confirmed that all qc is in range after the additional rinse. The instrument is performing within specifications. Further evaluation of the device is not required. Additional information: an urgent device correction notice (udcn # (B)(4)) for the advia centaur and advia centaur xp "residual cleaning solution after monthly cleaning procedure and daily cleaning procedure" was sent to customers in august 2012.